Manufacturer narrative:
Analysis of the ins ((B)(4)) found the battery to have reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The consumer via a manufacturer representative reported that the implantable neurostimulator (ins) went dead prematurely. The device was explanted as a result. The patient noted that they had been charging regularly but all of a sudden the ins quit taking a charge and it died. They were unable to charge or use the system. The manufacturer representative was unable to interrogate the ins. The manufacturer representative was curious if the patient was confusing the coupling bars for the ins charge level. The patient status was listed as "alive-no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.